Event description:
It was reported that during procedure the console was automatically powered off after being turned on. The treatment was delayed. Patient was under general anesthesia, there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.